Manufacturer narrative:
(B)(4). Photograph review: a picture of the device was received for review. The returned photo showed a break in the hypotube.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a moderately calcified and non tortuous distal cx lesion exhibiting 90% stenosis. A resolute integrity was also deployed successfully in the lad during the same procedure. The same wire was used for both devices. Device was inspected with no issues noted. No difficulty removing the protective sheath. Lesion was predilated with a balloon 2.0x10mm, inflated up to 6 and 8 atm. Inflation device remained on neutral pressure during delivery of the device. No resistance was noted when advancing though the lesion. It was reported that when introducing the device that the shaft fractured. It was reported that spontaneous cutdown occurred and a coil was used to remove the detached shaft. No fragments remain in the patient. Patient reported as discharged in good condition. Another stent was successfully implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.